Manufacturer narrative:
The reported event of tip fracture could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip.

Event description:
A pressurewire x, wireless was used for a procedure to perform a complex intervention lad stent. During use, the tip of the pressurewire broke off and remained in the patient. The tip of the wire was noted in the abdominal aorta. An attempt was made to trap it with a balloon, which failed. An aortogram was done, which revealed the wire tip in lumbar branch. The surgeon suggested to leave it alone as it is not in any critical area.